Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements measuring 137 ohms. Technical services (ts) was consulted to review the lead impedance trend. Ts discussed that the impedances show a relatively stable trend. It was noted that the device is programmed to monitor only. Ts provided programming options. At this time, the lead remains in service. No adverse patient effects were reported.